Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer reported to removing insulin from the cartridge and adding it to a vial to use later as well as using cold insulin. These actions are considered off label use. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer continued to use the pump for insulin therapy and also confirmed an alternate method of insulin therapy.

Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer reported to removing insulin from the cartridge and adding it to a vial to use later as well as using cold insulin. These actions are considered off label use.